Manufacturer narrative:
This product remains implanted and has not been returned. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricle (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). The physician reported the out of range pacing impedance as intermittent jumps. At a routine device follow up appointment, lead integrity testing was completed, with arm movements. Pacing impedance was stable at 1,500 ohms to 1,600 ohms. No noise, and all other measurements where within normal range. The rv lead remains implanted. No adverse patient effects were reported.